Event description:
It was reported that the surgeon inserted the cc4204a collamer plate lens and the lens slit as it was inserted into the eye. The lens was removed without any pt injury. The reporter indicated the incident was due to a technical error.

Manufacturer narrative:
(B)(4).